Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the hosp vad coordinator contacted the MFR, reporting that the pt had been admitted to the hosp with frequent alarms, probably related to hypertension. The vad coordinator sent the MFR a wave card with two waveforms, one in auto and one in fixed rate mode. The MFR analyzed the waveforms and the results showed the pt to be actively in power limit. The pt remained on lvad support and received a heart transplant in 2004.